Manufacturer narrative:
Evaluation summary: cause of loosening of the locking screw could not be determined due to insufficient information. Results - no product or x-rays were returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that the patient underwent bi-lateral knee replacement in 2004. In 2007, the patient woke up one morning and noticed his knee felt loose and was making noise. Before the end of the day, his knee had locked up and became nonfunctional. Upon seeing his doctor, x-rays revealed that the screw was lying sideways in the knee joint. The patient was scheduled to undergo revision surgery the following month.